Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst inside the patient with an audible noise. This occurred the morning after the operation. Per additional information from the ibc via email 22aug2019; there were no missing pieces to the burst balloon.

Manufacturer narrative:
The reported event was confirmed. The catheter had four opposed drainage eyes and an irrigation eye. The balloon was found to be burst. A potential root cause could be due to a "high latex modulus". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium, or oil-based lubricants ( including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [This may damage the device and may burst balloon]". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon burst inside the patient with an audible noise. This occurred the morning after the operation. Per additional information from the ibc via email 22aug2019; there were no missing pieces to the burst balloon.